Event description:
Inflation could not be maintained on two (2) m6sct, specialized single cannula cuffed tracheostomy tubes shorlty after insertion. It is unknown if the devices were tested prior to insertion. Original information received indicated only one (1) m6sct device was placed in the patient. However, upon receipt of the two (2) m6sct devices it was visually observed that both devices had been used. There was one (1) patient involved with no reported patient compromise. The two(2) m6sct devices were returned to the manufacturer on 4/16/96 and forwarded to the quality analytical laboratory for decontamination, analysis and investigation.